Event description:
It was reported that cs100 intra aortic balloon pump (iabp) unit was showing check iab catheter error when connected to patient, no one was harmed on site.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusions; h11. Corrected fields:d10; e1 event site telephone; g1 contact person ¿ mfg site a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, checked and found need to be replace 5000 hours maintenance kit. No repair information available. In future if we receive any repair information will reopen and update the investigation.